Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The device functioned as designed and even with the plastic cap removed, the back of the instrument can be utilized to complete the procedure as was done in this case. The product event evaluation revealed that there were no indications of manufacturing or design issues.

Event description:
It was reported that during an orif proximal femur procedure, the surgeon was using an impactor for a trochanteric reattachment device. When the surgeon hammered on the impactor, the white plastic piece on top broke off. This occurred away from the patient. The surgeon was able to complete the procedure with the broken impactor and there was no adverse effect on the procedure or the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).